Event description:
Caller reported that cartridge was not fitting properly on pump because o-ring was on the pneumatic tap, but they had already removed it before contacting support. There was no adverse impact to the customer's blood glucose level. Customer successfully reloaded the original cartridge and resumed insulin therapy after following cleaning instructions from technical support.